Event description:
In 2007, a clinical incident involving a super multivac 50 arthrowand was reported to arthrocare corporation. During an arthroscopic procedure of the knee for resection of fibrosus tissue, it was reported the tip of the arthrowand detached and remained in the patient's knee. The physician attempted to remove the fragment using a c-arm, but was not able to remove the fragment. Reoperation of the surgical site is planned to remove the fragment. There was no reported injury to patient.

Manufacturer narrative:
The subject device was not returned and the lot number of the device was not provided, arthrocare was unable to conduct a physical evaluation of the device to identify the root cause of the incident. It was reported the device was discarded and will not be available for investigation. No conclusion can be made.